Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
A trial patient reported that the device was working great, but maybe it was working "too great." Her urinary output was less than it was before, it seemed low, and she wasn't sure if she was emptying her bladder. The issue was occurring daily and had a sudden onset on (B)(6) 2015. There were no traumas or falls that could be related to the issue, the issue was not related to positional movement, and the patient hadn't had any recent medical test or electromagnetic interference environmental exposure. She had a follow-up appointment with her healthcare provider on (B)(6) 2015. No product information, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.